Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
It was reported the patient has been unable to feel therapy/stimulation after experiencing a fall. Reprogramming attempts have been unable to provide resolution. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.